Event description:
The facility reported to baxter (B)(4) of a flo-gard IV solution administration set in which the operator found the lower part of the set was disconnected. The reported condition occurred before patient use while the set was being removed from its packaging. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "a flo-gard IV solution administration set in which the operator found the lower part of the set was disconnected" was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the tube had disconnected from the upper part of the y. No other test was performed. The assignable root cause of the reported condition is due to under insertion during manufacturing. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.